Manufacturer narrative:
The lead remains implanted and in service since it was repositioned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead dislodged from its original position one day post implant. This lead currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the leads had dislodged in recovery. The leads were repositioned the same day with no adverse effects to the patient.

Event description:
It was reported that this right ventricular (rv) lead dislodged from its original position one day post implant. This lead currently remains in service and no adverse patient effects were reported.